Event description:
Caller reported aviva system blood glucose result of 368 mg/dl, may have had watermelon juice on her hands. She washed her hands, retest result was 144 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.